Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Additionally, loss of capture and noise were noted in bipolar mode. The lead was reprogrammed to unipolar mode and the plan is continuing to be monitored. At this time, the product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Additionally, loss of capture and noise were noted in bipolar mode. The lead was reprogrammed to unipolar mode and the plan is continuing to be monitored. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. While the ra remains implanted. No additional adverse patient effects were reported.